Event description:
The customer received questionable troponin t stat results for three patient samples after a cassette from a new reagent lot number was placed on the device and calibration was performed. It was noted that the initial results were positive, but when the patients were re-drawn, the results were negative. The original samples were then retested on the other cobas e601 serial number (B)(4). Sample 1: original result: 0.06 ng/ml, redrawn sample: <0.01 ng/ml, repeat of original sample: <0.01 ng/ml. Sample 2: original result: 0.06 ng/ml, redrawn sample: 0.02 ng/ml, repeat of original sample: 0.01 ng/ml. Sample 3: original result: 0.06 ng/ml, redrawn sample: <0.01 ng/ml, repeat of original sample: <0.01 ng/ml. The initial results were reported for all patients. No treatment was provided or changed based on the original results that were reported. The customer did not issue corrected reports as she discussed with the ER doctor and they already had the results from the redrawn samples. The customer placed a second new pack on board the analyzer, calibrated and ran qc. She stated that this appeared to have resolved the issue. She believed the issue was due to the improper handling of the original reagent cassette. She stated the cassette was not warmed to room temperature prior to calibration which is required per product labeling. The field service representative checked the analyzer and could not determine a cause. He ran performance testing which was successful and the customer ran controls which were all okay. The customer then repeated a sample on both analyzers and the results matched. No specific data was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.